Manufacturer narrative:
(B)(4). The device was received operational and in good condition. A review of the device logs confirmed one ultrafiltration (uf) volume that met the increased intra-peritoneal volume (iipv) criteria, but it was not duplicated during baxter's product analysis lab (pal) evaluation. Internal / external visual inspections revealed no problems. The cause of the iipv found in the device logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 2. The patient's ultrafiltration (uf) reading was 1524 ml, indicating the home patient (hp) drained 1524 ml more than the largest prescribed fill volume of 2500 ml. This meant the total drain volume was 4024 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.